Manufacturer narrative:
The device was disposed of and is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot number of the device that was in use is unknown. The customer identified two possible lot numbers (plots). The possible lot numbers are 4775306 (expiry date 4/1/2025 , MFR date 4/1/2020), and 4806432 (expiry date 4/1/2025, MFR date 4/1/2020).

Event description:
The event occurred on an unspecified date, involving a 81 cm (32") appx 5.1 ml, 20 drop blood set w/200 micron filter, rotating luer, bag hanger. It was reported that the line was primed and an unspecified chemotherapy drug commenced when the line became detached from chamber resulting in chemotherapy spilling on floor and the nurse¿s protectional gown. There is no report of adverse event. No additional information was provided.